Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6840452.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. As a result, surgical intervention will be undertaken in the future to address this issue. It is unknown which lead has high impedances.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the lead was replaced to address the issue. However, due to the patient's anatomy the physician was unable to remove the non-functioning lead. Lead was left in-situ. No further intervention is planned at this time regarding the lead that remains implanted.

Manufacturer narrative:
Correction: section d4, d6a, and h4 have been updated to reflect the correct device information.